Event description:
Pump reported to be set at 28 ml/hr with 30 mls of solution in a buretrol. The solution may have been an antibiotic. The pump alarmed "air" when there was still 7 mls left to infuse according to the pump. The buretrol was empty. No pt injury resulted.